Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a scanner was failed and repeatedly software crashed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not functioning and had repeated software crashes. The technical support specialist (tss) logged into the station and noted that the station was sitting on the application screen. The tss checked logs and device manager; the scanner was connected to com3. The tss rebooted the station to verify proper launch. The station launched successfully. Later, the customer confirmed that both the scanner and the station were functioning correctly. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a scanner was failed and repeatedly software crashed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.